Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 58 mg/dl at the time of incident. The customer's blood glucose was 138 mg/dl at the time of call. The customer stated that the blood glucose was treated with food and glucose tablets. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.